Event description:
Pt came in for a gastrostomy tube change in 2002. The outer portion of the tube had a small crack. (That is why pt came in for a tube change). When the old tube was removed in one whole piece, facility noticed the distal portion of the tube near the pigtail was nearly deteriorated. It was not separated yet, but very close to being separated.